Event description:
It was reported that during a video-assisted thoracic surgery (vats) left upper lobectomy, on the left upper lobectomy, the first reload could not be fired, so a new reload was opened. The second one could also only be fired about 2cm, and the shell was replaced at the discretion of the doctor. After that, firing could be performed without any problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4l0930); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptshort, sig power sigadaptshort lin short adapt (serial#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4k0916) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.